Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, recurrent abortion, augmentation mammoplasty, ruq pain, gallstones and discomfort nos. On (B)(6) 2013 hysterosalpingogram (hsg) test was performed. On (B)(6) 2013 CT abdomen pelvis with contrast revealed, essure devices are noted, position is not well evaluated on CT. Appendix is upper normal limits in diameter without significant periappendiceal fat stranding. On (B)(6) 2014 surgical patrology report revealed, left and right fallopian tube showing essure device with adjacent fibrosis. Essure confirmation test(s) conducted, specify- (B)(6) 2013 other (please describe) - CT with contrast of abdomen (B)(6) 2013, hysterosalpingogram (hsg) (B)(6) 2013, other (please describe) - CT with contrast of abdomen result: she never received results of my confirmation test. Concurrent conditions included abdominal pain, lower abdominal pain, vomiting, depression, gerd and pelvic congestion syndrome. Concomitant products included etonogestrel (nexplanon) from 2011 to 2013, fluoxetine hydrochloride (prozac) from 2012 to 2013, medroxyprogesterone acetate (depo provera) since (B)(6) 2013 to 2013, omeprazole (protonix), ondansetron (zofran) and venlafaxine hydrochloride (effexor) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), uterine pain ("uterine pain") and pain in extremity ("leg pain"). In (B)(6) 2013, the patient experienced nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety,"), migraine ("migraines"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating"), constipation ("constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infection"), dyspareunia ("painful intercourse") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, gastrooesophageal reflux disease and alopecia was resolving, the genital haemorrhage, infection, dyspareunia, nausea, weight fluctuation, hot flush, night sweats, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue, diarrhoea, abdominal distension, constipation, abdominal pain, uterine pain and pain in extremity outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted regarding insertion and removal dates: reported initially as insertion in (B)(6) 2013 and removal on (B)(6) 2014. Upon follow-up insertion was reported on (B)(6) 2013 and removal on (B)(6) 2014. 5 trailing coils on left, 4 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: 1. No evidence of appendicitis. 2. Right ovarian follicle/cyst measuring approximate 2.4 cm with small amount of pelvic free fluid. 3. Bilateral essure devices are noted. The positioning of the devices are not adequately assessed by CT. 4. Focal fatty infiltration of the liver near the falciform ligament.. Hysterosalpingogram - on (B)(6) 2010: results not provided. Ultrasound abdomen - on (B)(6) 2013: results: no cholelithiasis. Ultrasound pelvis - on (B)(6) 2010: 1. The endometrial cavity is irregular and thickened, this may be secondary to asymmetric endometrial proliferation versus pathologic process. Further characterization with a follow-up pelvic ultrasound immediately following completion of the patient's next menses is recommended. 2. The left adnexal structures are normal.; on (B)(6) 2013: 1. Heterogeneous endometrial echo complex measuring up to 7.0 rom. 2. Small volume blood/ fluid/ debris noted in the endocervical canal. 3. Normal appearing ovaries without evidence for adnexal torsion. 4. Peri centimeter intramural/ subserosal uterine fibroid. Pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added:hormonal changes describe: hot flashes, night sweats, abnormal bleeding (general), abnormal bleeding (vaginal,menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder infections, apareunia,psychological or psychiatric problems condition: depression, anxiety, migraines / headaches,nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain,gastrointestinal or digestive system condition type: diarrhea, gerd, bloating and constipation, abdominal pain, uterine pain, leg pain, hair loss were added. Outcome of events pain, gi issues, headache, hair loss from unknown to recovering/resolving and event weight gain from unknown to recovered/resolved were updated. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("painful intercourse"), nausea ("nausea") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, infection, dyspareunia, nausea and weight fluctuation outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, nausea, pelvic pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted regarding insertion and removal dates: reported initially as insertion in (B)(6) 2013 and removal on (B)(6) 2014. Upon follow-up insertion was reported on (B)(6) 2013 and removal on (B)(6) 2014. Diagnostic results: on (B)(6) 2013 hysterosalpingogram (hsg) test was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("painful intercourse"), nausea ("nausea") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, infection, dyspareunia, nausea and weight fluctuation outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, nausea, pelvic pain and weight fluctuation to be related to essure. The reporter commented: discrepancy noted regarding insertion and removal dates: reported initially as insertion in (B)(6) 2013 and removal on (B)(6) 2014. Upon follow-up insertion was reported on (B)(6) 2013 and removal on (B)(6) 2014. Diagnostic results: on (B)(6) 2013 hysterosalpingogram (hsg) test was performed. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporter and patient demographic information, product indication, onset and removal dates updated, lot no, new events nausea and weight fluctuation added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.